Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a urology catheter. The customer stated the catheter was in the pt and the pt pulled on it. Later, upon proper removal of the catheter from the pt, it was found that the tip of the catheter had broken off of the catheter and remained in the pt. After removal, the doctor then pulled on the inflation end of the catheter again, without applying too much force.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.